Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer stated tampon came apart during removal. She removed some pieces and will visit her doctor to ensure all pieces are removed.